Event description:
The pt stopped feeling stimulation sensation. She checked the status lights of her device. The neurostimulator battery light was not lit (possibly indicating battery depletion). The pt was seen in clinic 2 days later. The hcp confirmed battery failure and that the neurostimulator had stopped working. The pt experienced new pain, numbness, weakness, and lack of effect associated with the event. There was no known incident or accident related to the complaint. The pt outcome was reported as a 'serious injury/illness-ongoing.' A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)